Event description:
According to the reporter, during the thoracoscopic bullectomy, when resecting the air sac, the power shell error with the yellow shell status indicator (swim lane) and exclamation mark on the shell icon. Additionally firing was unable to be performed so the knife did not advanced. The adapter was removed from the handle and reconnect it. The handle, adapter and shell were replaced. The same reload was used with the new replacement devices. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d1, d4, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the thoracoscopic bullectomy, when resecting the air sac, the yellow power handle error screen was displayed. Additionally, it was noted that the user was unable to retract the knife blade. The adapter was removed from the handle and reconnect it. The power handle was replaced with a new one.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial# (B)(6)); unknown egia su, unknown endo gia sulu (lot#unknown); sigpshell, sig power sigpshell control shell (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.